Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that certain settings made the patient sleepy and hard for them to walk. Additional information was received from a friend/family member of patient. It was reported the patient was reprogrammed and switched from advanced mode to simple mode while hospitalized for an unrelated issue. The patient¿s health has deteriorated since then and has been experiencing overstimulation, which was causing great agitation. The patient was in bed, their speech is awful, and they call out for help. It was reported the patient is so agitated they have been messing with the ins in their chest. The patient¿s physician is between practices, so they aren¿t able to see the patient until (B)(6). The physician who reprogrammed the patient did not want to change programming, and wanted the patient to stay on program b. The patient received additional programming from a different neurologist. It was noted the consumer feared the patient may have a stroke based on their condition. A jolt could be felt when stimulation is turned on. The patient is fine for a short period of time, but becomes increasingly worse. Appointments with other neurologists could not be procured for 1-3 months, and emergecny room staff is not trained on deep brain stimulation (dbs) systems. It was not thought that medication was the right option for the patient. A manufacturer representative (rep) later reported that the neurologist that reprogrammed the patient is ¿one of the top programmers¿ and the programming was based on their assessment of the patient¿s condition. The patient¿s family wanted the settings switched back to their previous settings. It was reported they were working on fitting the patient in for a doctor¿s appointment. No further complications were reported. Medical history includes advanced parkinson's disease and polio.